Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon opening the implant, it was found that the peritoneal end of the shunt was broken. It was noted there was no patient involved in the event.

Manufacturer narrative:
The shunt end of the peritoneal catheter was damaged/broken. No other unusual characteristics were noted. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompanies the device cautions that, ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.